Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m154890 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m154890, test base part number 190-430 / lot: m154890. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m154890 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-02384, 1221359-2021-02386.

Event description:
The customer reported three false positive results with the ID now covid-19 assay performed with different lot numbers. This MFR. Addresses lot two of three. The customer reported a false positive result with the ID now covid-19 assay. Confirmation testing was performed with diasorin and generated negative results. No additional individual patient information was provided, including patient treatment and outcome.